Manufacturer narrative:
The meter was returned by the user on may 5th 2017. The returned meter was tested with retention strips using retention control solution and clinical samples. There were no abnormal results observed on both control and clinical sample tests, device performed with in the specified range. The device complaint can not be confirmed. We will continue to trend for similar issues in the future.

Event description:
User reported: "he had gotten an abnormally high reading of 284 using on call plus meter and had taken insulin which caused his bg to drop to 63. The user called the paramedic's and they treated him at home with glucose pills. The paramedics told him that the reading of 284 was not accurate based on his reaction to insulin."

Manufacturer narrative:
Multiple attempts were made to retrieve the defective products from the customer but didn't get any response. Internal investigation was conducted. During the investigation review of manufacturing and qc records indicate that the meter and strips were manufactured without issue and met all the product release criteria. The retention strips were tested with control solution and clinical samples. There were no abnormal results observed. We will continue to trend for similar issues in the future. Device was not returned to manufacturer.

Event description:
User reported: "he had gotten an abnormally high reading of 284 using on call plus meter and had taken insulin which caused his bg to drop to 63. The user called the paramedic's and they treated him at home with glucose pills. The paramedics told him that the reading of 284 was not accurate based on his reaction to insulin."

Manufacturer narrative:
Associated product requested, waiting for users response.

Event description:
User reported: "he had gotten an abnormally high reading of 284 using on call plus meter and had taken insulin which caused his bg to drop to 63. The user called the paramedic's and they treated him at home with glucose pills. The paramedics told him that the reading of 284 was not accurate based on his reaction to insulin."